Manufacturer narrative:
(B)(4). The customer reported the product was discarded. The customer report of leaking from the connection between the hub and male luer could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking during pt infusion in the emergency department. The male luer is attached to a bd angiocatheter 22g hub. The nurse pulls back the collar seats the male luer into the hub and then screws the collar over the hub to form the connection. The customer reported the leaking is coming from the connection between the hub and the male luer, customer feels there is not a tight enough connection. No pt harm or medical intervention reported. No further pt or event information is available.